Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 708872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, ulnar nerve transposition and cholecystectomy. Concurrent conditions included asthma and carpal tunnel syndrome. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and migraine outcome was unknown. The reporter considered menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: both ostia were identified. The right tubal ostia was occluded first with the essure. Three coils were seen upon completion of placement of the right sided essure. The left essure was then placed and 3 coils were visible there as well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: inserts in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: plaintiff fact sheet received. Event injury was updated to events: pain, abnormal bleeding (vaginal, menorrhagia) and migraines / headaches. Essure removal details added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.